Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by the patient, they presented with irritation after using four contact lenses out of two multipacks. The patient wore the first pair for six days and the second pair for nine days. The patient is treating with ciprofloxacin and dexamethasone. It was not reported if these were prescribed. The patient stated the ointment works for about 24 hours before irritation comes back. The patient further stated that she has presented with several cases of irritation due to "bad usage" and has experienced "some vision loss." Additionally, the patient stated that she went to a doctor who gave her the wrong orientation (instructions for use) as he told her to wear each pair for about three months. Additional information was requested, but not yet received.